Manufacturer narrative:
Correction submitted as follow-up #2 on 12/23/2015: the results was inadvertently submitted on the previous report. This device was not found to have that faiilure.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 11/13/2015 with the following findings: unable to duplicate complaint of under-responsive keypad. Keypad is intact; all buttons responsive during investigation. Removed keypad to inspect under contacts; no contamination found under contacts. Opened pump to inspect keypad flex; keypad flex found to be fully seated in connector w/ latch closed. No evidence of moisture found internally. Battery compartment crack below the bumper at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.